Event description:
The patient experienced dizziness and nausea during a morphine trial, but still wanted the pump implanted. After implant, the morphine dose was started at 0.5 mg/day. The patient experienced dizziness, nausea, and vomiting, so they programmed the pump to minimum rate but then the patient "coded" so, the pump was stopped. Additional information has been requested, a follow-up report will be sent if additional information becomes available.